Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump over infused at a rate the mmd would consider reportable. They stated that the infusion ended five hours before it should have. It was programmed to deliver a 960 ml dose at a 40 ml/hr rate. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4)